Event description:
It was reported that as a nurse was removing a bd venflon pro safety peripheral safety IV catheter with injection valve, approximately 2mm of the catheter had broken off and remained in the pt's vein. The pt was evaluated in the emergency department of (B)(6) and the pt had surgery to remove the broken catheter from the cephalic vein in her left upper arm. The pt was returned to an oncology center and was advised on post surgical wound care.

Manufacturer narrative:
The date received by manufacturer was initially reported at 05/11/2015. On 06/19/2105 additional information was received stating that the date received by manufacturer was 06/02/2015. Results: one used sample was returned for evaluation. A visual inspection of the returned unit revealed that the catheter tubing had been cut into three portions. Photos of the affected device were inspected and a cut in the catheter tubing was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4329297p01. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the assembly process has been reviewed and here is no area in the manufacturing of the device that would cause a cut in the catheter tubing and the defect most likely occurred outside of the manufacturing facility.

Manufacturer narrative:
It is unk if a sample will be returned for evaluation. If a sample is received, a supplemental report will be filed upon completion of the investigation. (B)(4).